Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson complained that in early 2009, she noted the display on her onetouch ultralink meter contained black marks. There is no indication the lifescan product contributed to injury since the patient's symptom of a headache that began 1-2 hours after the alleged issue does not meet the criteria of serious injury. The patient self treated with four units of humalog and advil. Since the issue was not resolved, the complaint is reported and the meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.